Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #3006705815-2019-01532. It was reported the patients system can not enter MRI mode. Patient declined troubleshooting assistance. Surgical intervention was undertaken during which the patients system was explanted. Surgical intervention addressed the issue.

Event description:
Reference MFR. Report #3006705815-2019-01532.